Event description:
On 11/15/94 patient underwent bilateral mass fusion l4,l5 to s1 with bilateral instrumentation. On 04/25/95 patient underwent exploration of the fusion site, removal of the instrumentation on the right side. Reinstrumentation at l4 and s1 with enlarged 7.5 bone screws. On 09/19/95 patient underwent a revision surgery of the posterior fusion. Patient had a pseudoarthrosis.